Event description:
Information received from the field notes that during a routine follow-up, a sensing anomaly was noted. A pr interval at approximatedly 90ms was observed, possibly due to lead dislodgement. The patient had intrinsic rhythm. Therefore, the physician programmed the pulse generator to vvi mode and scheduled the patient for a follow-up.